Event description:
It was reported that the patient felt a slight return of spasticity and called her managing doctor. The doctor tried aspirating the catheter for a dye study. When he was unable to do so, he contacted a surgeon for a catheter revision. The catheter was fractured at the distal end. The catheter was replaced. The patient status was reported as ¿alive - no injury.¿ the pump was delivering lioresal.

Manufacturer narrative:
Concomitant products: product ID 8598, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type catheter. (B)(4).